Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and was hospitalized for the peritonitis. The patient was treated with unknown antibiotics. At the time of the report, the patient was still hospitalized, and recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). During follow up it was reported that the cause of the peritonitis was a use error further described as the patient did not wear a mask while performing peritoneal dialysis (pd) therapy. Therapy was discontinued and the patient's peritoneal dialysis catheter was removed. The patient was hospitalized for 18 days for the event. On unreported dates the patient was hospitalized two more times for unspecified reasons. The patient had not yet recovered from the peritonitis. Due to the additional information, the cassette is no longer a suspect product in this investigation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d10071 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A review of all batch record documents was performed for potentially associated lot number h13d29030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).